Event description:
The device was used during a low anterior resection procedure. It was reported by the afiiliate that while the surgeon was performing leakage test after anastomosis, he found leakage. The surgeon placed over sutures to complete the case. There was no consequence to the pt.